Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported the patient¿s ipg is not responding and communicating with external devices. Further intervention may be pending to address this issue.

Event description:
Additional information received reports that the patient's issue was resolved through troubleshooting.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.